Event description:
The customer reported that the unit began to alarm when unplugged and it spontaneously turned on to ventilate. Patient/user involvement is unknown. No harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Remote service engineer created case and locked for warranty approval. Then case for warranty approval got rejected as there was no active coverage (warranty expired in 2012). Then quote for onsite service was sent to customer which eventually expired as it was not approved by the customer. No service was performed by philips. Follow up will be done with customer to retrieve information on device repair and operational status. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.